Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored in a 50 c oven for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was found on the isolation tape. No unexpected battery out limit alarm was noted. The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer rewound the pump and got a blank screen. Then, customer got a battery out of limit alarm. Customer added that she was hospitalized yesterday and released today for diabetic ketoacidosis. Paramedics gave 20 units and the hospital gave 20 more units. Customer's blood glucose level was 365 mg/dl. Customer found a little scratch on the upper left hand corner. Customer stated that the display returned after troubleshooting with a new aaa alkaline battery. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.